Event description:
Reportedly, the subject programmer was received from the subsidiary as replacement. It was observed that it was not possible to import patient files from a previously used programmer, and the programmer showed a blue screen and rebooted each time a usb key was connected to it. In addition, it was observed that a sticker from a previous hospital was still stuck on the programmer.

Manufacturer narrative:
Upon reception, the reported issues were reproduced (impossibility to import patient files and blue screen when usb is inserted) upon reception. These issues were due to a defective etx board. After replacement of the etx board, no issue was observed. Analysis showed that the presence of a sticker previous customer site in the subject programmer most probably resulted from a human error when preparing the programmer at the subsidiary level. A new internal procedure covering this activity should be released in september 2021, which will enable to avoid re-occurrence of such an issue.

Event description:
Reportedly, the subject programmer was received from the subsidiary as replacement. It was observed that it was not possible to import patient files from a previously used programmer, and the programmer showed a blue screen and rebooted each time a usb key was connected to it. In addition, it was observed that a sticker from a previous hospital was still stuck on the programmer.